Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set tape not sticking event on 28-feb-2026. No further information available.